Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "the screwdriver tip broke off while inserting screw into acetabular cup. Retrieved the piece from the patient, cup was fine, screw was already seated."